Event description:
Customer reported a medication that was supposed to go in over 6 hours, went in over half an hour. Unk if the medication was set-up as a secondary. Biomed does not think that the tubing was sequestered. Risk management will not allow any other info to be given. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer has stated that no product will be returned. No further investigation of this event is possible at this time.